Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was inoperable due not being able to recharge the ipg. Patient has not used the stimulation in months. In turn, surgical intervention was undertaken (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.